Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device check. Upon investigation, the implantable cardioverter-defibrillator showed right ventricular (rv) oversensing. The oversensing appeared to be myopotential oversensing. Programming changes were recommended. The patient was stable.